Event description:
It is reported that within a couple of weeks of surgery of having a bone screw implanted, a patient began to drain mucopus from the incision. The patient responded (temporarily) to oral antibiotics; but the drainage recurred. Mandible films showed the screw to be in "proper position" but there was lucency around the screw. The surgeon took the patient to the or and "excised the drainage tract and found the screw in scar tissue out of the mandible (but in the correct area)". The surgeon removed the screw and "cut the suture and the entire suture came out easily"; the device was not replaced. The surgeon stated, "I feel that the patient will do well from here on out." The surgeon stated, "this is the first one I have had to do this for. Of course the procedure is never sterile by its very nature, so I am surprised this has never occurred before."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Conclusion: this product was being used for treatment, not diagnosis. Any missing information from this report is due to the fact it was not provided to the manufacturer. Device description: the airvance tongue suspension procedure is intended for anterior advancement and suspension of the tongue base by means of a bone screw with attached fused sutures. It is indicated for the treatment of obstructive sleep apnea (osa) and/or snoring. Complications associated with airvance tongue suspension include those associated with other tongue base suspension and advancement methods. These risks include: infection, tongue edema, osteomyelitis, and neurovascular damage due to penetration of the suture passer through the lateral tongue base. Wharton's duct and sublingual salivary gland damage (intraoral approach), damage to the teeth roots due to incorrect screw placement, relapse or over-correction of the tongue due to incorrect tightening of the sutures, muffled speech and suture breakage.